Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems experienced a needle that was broken/detached. The product defect resulted in the patient experiencing infiltration. There has been no mention of medical intervention applied as a result. The following information was provided by the initial reporter: material no: 383532; batch no:147311. Attempted to start an IV and upon removal of the needle it remained in the tubing and got stuck, which caused IV infiltration.

Manufacturer narrative:
The following field was updated due to corrected information: b3 date of death: this field was populated accidently there was no death associated with this event. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two unused units in sealed packages and one package label. During the visual/microscopic examination it was observed that there were no signs of damage to units. The functional tests for needle retraction and difficult disengagement were performed. The needles were completely pulled back through the catheter until the needle tips were successfully secured within the tip shield. The returned units provided for evaluation met and performed per the required manufacturing specifications. The defect described in the incident report could not be identified, confirmed, or replicated with the returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter email: an additional email address was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems experienced a needle that was broken/detached. The product defect resulted in the patient experiencing infiltration. There has been no mention of medical intervention applied as a result. The following information was provided by the initial reporter: material no: 383532, batch no:147311. Attempted to start an IV and upon removal of the needle it remained in the tubing and got stuck, which caused IV infiltration.